Manufacturer narrative:
The reported event could be confirmed based on the inspection performed. The device inspection revealed the following: the identification of the returned device was confirmed based on the catalog # and lot # marked. The drill is broken at its cutting end, at approx. 55 mm from the tip. The detached fragment was returned. The surface of the breakage give indication of a sudden brittle fracture, resulting most probably from excessive bending and/or torsional load. Due to the fracture observed, the drill is not functional anymore. Hence, a functional inspection was not deemed necessary. Dimensional and material integrity inspection showed the device to be within specification. Based on investigation, the root cause was attributed to an user related issue. The failure was most probably caused by excessive load applied when drilling. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "during drilling, the drill broke off under load."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during drilling, the drill broke off under load."